Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient fell and the ilet¿s display sustained a subsurface crack, after which the device was nonfunctional; the fall was not glucose related and emergency services transported the patient to a hospital where glucose management was supported while a replacement was arranged. Symptoms included no reported glycemic symptoms. Outcomes included continued cgm use via phone or receiver until the replacement arrived and successful delivery of the returned device to the manufacturer. Investigation included collection of event details and logistics for return of the damaged device. Investigation of this device revealed physical damage to the display component consistent with accidental impact, resulting in loss of function. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage unrelated to device malfunction.